Event description:
It was reported that an ilet pump became stuck during a firmware update and failed to complete the process, after which a field replacement device was provided and a replacement device was shipped to the clinic. Symptoms included no clinical symptoms and no blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of service history and device history records, as well as complaint trend analysis. Investigation of this case revealed a device software update failure with a screen becoming unresponsive during the update. It was concluded that the event was related to a device software issue during firmware update and that a replacement device resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.